Event description:
Pacemaker under boston scientific advisory for high battery impedance may initiate safety mode. Recommendation for patients that may be symptomatic with mode switch is to have generator replaced. Patient has underlying rhythm of sr [sinus rhythm], concern for being symptomatic with mode switch. Patient had generator change on [redacted].